Event description:
The patient reported that she has a (B)(6) ins for occipital placement. She indicated that surgery caused the issue with the occipital nerve and this is why she now has a medtronic ins for trigeminal neuropathic pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).